Event description:
The customer reported that the ac power module had failed which could prevent the unit from powering up.

Manufacturer narrative:
The customer reported that the ac power module had failed which could prevent the unit from powering up. The customer ordered a new ac power module to replace the failed one, which resolved the reported issue. As of (B) (6) 2010, there have been no further reports of this issue.